Event description:
A tlh procedure was performed on a patient using the pks omni instrument. The patient returned to the emergency room where it was discovered she had an embolism. The patient was treated at the emergency room and was released.

Manufacturer narrative:
As the dehiscence was not detected until approximately six weeks post-op, the device was discarded by the facility after the procedure was completed. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.